Manufacturer narrative:
Analysis of the frame 9733886 small active hc (lot #: 160309) found a damaged tool. When connected to a known good system, it was found that leds #2 and #4 were not firing. Product event summary: #matters s7 recognition failure of led reference frame product analysis: (B)(4): mnav findings and conclusions: when connected to a known good system it was found that leds #2 and #4 were not firing. Mnav methodology: functional testing;visual/physical examination. Mnav usability: false. Mnav able to duplicate the issue?: yes. Mnav bai/oobf?: false. Mnav failure mode: electrical. Mnav failure mechanism: malfunction, led. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a procedure. It was reported that the led small active reference frame had a recognition failure during the case. It was stated they were able to complete the case with navigation. No further information regarding the procedure provided. No reported impact to patient and less than an hour of delay reported.